Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urinary catheter fell off on (B)(6) 2021. It was mentioned that the urinary catheter used from the disposable sterile catheterization pack was produced by zhanjiang shida industrial limited. The patient immediately stopped using the indwelling catheterization device for about 3 hours and then the patient had difficulty in urination again. On the same day the urinary catheters from other manufacturers batches were replaced and the urinary catheter fell off again. They checked the patient and noted there was a little blood in the patients urethral opening no pain or other discomfort reported. The catheter balloon had an air leak but no obvious rupture was found. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urinary catheter fell off on (B)(6) 2021. It was mentioned that the urinary catheter used from the disposable sterile catheterization pack was produced by (B)(6) industrial limited. The patient immediately stopped using the indwelling catheterization device for about 3 hours and then the patient had difficulty in urination again. On the same day the urinary catheters from other manufacturers batches were replaced and the urinary catheter fell off again. They checked the patient and noted there was a little blood in the patients urethral opening no pain or other discomfort reported. The catheter balloon had an air leak but no obvious rupture was found. No medical intervention was reported.